Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. This event was not a manufacturing, product or labeling issue. There was no allegation of product malfunction. Based on the information received, patient condition most likely contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems and trends are monitored on a monthly basis.

Event description:
Edwards received information that a 27mm bioprosthetic mitral valve was explanted due to mitral stenosis after an implant duration of approximately four years, and five months. The patient had congestive heart failure and had a cardiac arrest. The patient underwent a re-do mitral valve replacement with another 27mm edwards valve and tricuspid valve repair with a 30mm edwards annuloplasty ring. Also, the patient had repair of the right lung and of the left femoral artery and vein. Intra-operative describes the edwards mitral valve was visualized and was satisfactory. There was significant amount of tissue growth present over the sewing ring. As the valve was mobilized, it was noted that significant amount of tissue developed and covered with the advancing tissues and they have in fact tied down the 2 leaflets, thus causing the mitral stenosis. The 27mm edwards valve was removed and the valve itself was structurally normal, and there was further tissue growth which essentially caused all the problem. Another 27mm edwards valve was implanted as it was decided that excess tissue growth would be detrimental for the patient if a mechanical valve was implanted. Testing of the mitral edwards valve and tricuspid valve with the annuloplasty ring revealed minimal regurgitation which was acceptable. The patient tolerated the procedure well.